Manufacturer narrative:
Unit power up properly after battery installation. No blank display or display anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Unit back light feature properly and no anomaly noted .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call display anomaly. The customer's blood glucose was 365/dl at the time of call. Trouble shooting was performed and found blank display after battery change and customer states there is a line across from it. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.